Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material at forceps channel tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material or residual liquid was coming out of the biopsy channel. The legal manufacture reviewed the cleaning, disinfection, and sterilization (cds) process steps provided by the customer and it was confirmed that there were no obvious deviations identified. Additionally, the customer responded that the foreign material could have been a syringe tip. There was no damage to the area where the foreign material was detected. However, the definitive root cause could not be determined. The suggested event can be detected and prevented in accordance with the following IFU sections. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.